Manufacturer narrative:
The reliability analysis inspected 2 opened and or used partial sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is still in adhesive base. Unable to confirm the customer received sensor in said condition due to customer returning opened and or used. Unable to confirm needle complaint due to customer returning sensors, not needles. Unable to confirm adhesive anomaly due to sensors being returned opened and or used. One remaining opened and or used sensor had bicarbonate buffer test done. The sensor passed per spec. With accurate readings. Also found sensor with bent cannula.

Event description:
It was reported that the customer had issues with their sensors. It was reported that one of the sensors was bent and prompted odd readings. It was reported that the customer's blood glucose level was 200mg/dl. It was reported that the customer declined to troubleshoot and wished to have the sensors replaced.